Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial and ventricular noise was observed on the stored egms. The noise was not reproducible in clinic. The ventricular sensitivity setting was decreased and the patient would be monitored.